Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during retraction, so it could not be used. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for thirty minutes. There was no reported patient injury. The mynx (vcd) was prepped according to instructions for use (IFU). The doctor tried to use the mynx control for hemostasis. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography with the insertion angle of the non-cordis vascular sheath introducer being within 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There were no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was mild presence of calcium in the vicinity of the puncture site. The procedure was a percutaneous coronary intervention (pci) procedure. The procedure used an antegrade approach. The deployer was mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during retraction, so it could not be used. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved by manual compression for thirty minutes. There was no reported patient injury. The mynx (vcd) was prepped according to instructions for use (IFU). The doctor tried to use the mynx control for hemostasis. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography with the insertion angle of the non-cordis vascular sheath introducer being within 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There were no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was mild presence of calcium in the vicinity of the puncture site. The procedure was a percutaneous coronary intervention (pci) procedure. The procedure used an antegrade approach. The deployer was mynx certified. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the sealant was returned with the device in manufacturing position. It was denoted that the device showed evidence of blood exposure. During the evaluation it was denoted that the balloon was returned completely burst. Additionally, the syringe was not returned. The used non-cordis sheath was returned for this evaluation inserted on the unit. A high magnification evaluation was executed on the balloon surface, and it was observed that evidence of a burst condition was observed. The conditions of this balloon were concluded to be directly related to the reported event. The reported event by the customer as ¿balloon ¿ balloon loss of pressure¿ was confirmed as the unit received presented evidence of a balloon burst condition, which could be related to the reported event. Nevertheless, no manufacturing defects were observed during the evaluation that could compromise the intended use of the device, and it was concluded that handling or procedural factors could be related to the conditions observed. Access site vessel characteristics, such as the calcification reported, and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.